Event description:
Alleges using the chair to lift into a standing position and claims the left side of the back fell/came undone causing the consumer to fall.

Manufacturer narrative:
The chair back was successfully reattached. An fst evaluated device. Tested all functions, found no issues. Unit is working properly.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges using the chair to lift into a standing position and claims the left side of the back fell/came undone causing the consumer to fall.